Event description:
The filter scraped off some of the plastic sheath when deploying into the patient. They removed the filter from the patient and deployed another filter.

Manufacturer narrative:
Sample was returned for evaluation. Product item and lot number were provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The filter scraped off some of the plastic sheath when deploying into the patient. They removed the filter from the patient and deployed another filter.

Manufacturer narrative:
A review of the sample found delamination of the sheath ptfe liner, confirming the complaint. CAPA 1026 was initiated to investigate root causes for the filter getting caught in the sheath and/or scraping off the sheath lining during filter deployment. The investigation found the interaction between the sharp filter features (legs) with the sheath lining causes damage to the sheath lining during filter deployment. Corrective actions to modify sheath lining material selection and/or manufacturing processes to improve device performance are currently in progress.

Manufacturer narrative:
The sample was returned for evaluation and the investigation is in progress. A follow-up report will be submitted once the investigation has been completed.

Event description:
The filter scraped off some of the plastic sheath when deploying into the patient. They removed the filter from the patient and deployed another filter.